Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) attempted to contact user but was unable to connect; spoke with pharmacist instead, noted it might be user-specific issue, not urgent and advised closing the case, with a plan to review later. Customer agreed to reopen a new case if the issue persists. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, unable to pend new medication on server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.